Event description:
It was reported that during a da vinci-assisted transthoracic esophagectomy with chest anastomosis procedure, a sureform stapler instrument misfired causing bleeding which required the procedure to be converted to an open approach. Once the bleeding was controlled, they closed up the abdomen and completed the procedure robotically with a delay of greater than 30 minutes. The patient received a blood transfusion and is in a coma in the intensive care unit (ICU).

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse test drove the system, which was operating normally. The event investigation is in progress.

Manufacturer narrative:
The intuitive surgical, inc. Field service engineer (fse) performed grip calibration on both surgeon side consoles (ssc) and verified the grips were within specification. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
Refer to h11 for follow-up information.